Event description:
This is a report about leakage from the septum of the bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter : the infusion fluid was found to be leaking from the q-syte that was used alone by connecting to cv. This was replaced with a new one on (B)(6) and this issue occurred on 06/03. No information on the drug name was provided.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
This is a report about leakage from the septum of the bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter : the infusion fluid was found to be leaking from the q-syte that was used alone by connecting to cv. This was replaced with a new one on (B)(6) and this issue occurred on 06/03. No information on the drug name was provided.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed q-syte closed luer access device unit from lot number 1274379. A visual inspection discovered a hole in the column of the device. The unit was then further dissected for further inspection of the septum. During dissection, adhesive wicking down the inside of the top body was identified. The septum column was found to be adhered to the identified adhesive. The adhered location was next to the column tear. Inspection of the septum found that no damage was present to the top or bottom disk and one tear was present at the column. Tears in the column are known to result in leakage when flushing the unit. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing, damage to the septum may occur due to burred tooling, poor blade quality, misalignment of parts or probe, or from a sharp edge from adhesive buildup. Additionally, adhesive wicking down the column may lead to leakage. Slit quality, column tear checks and controlled functional leak tests are performed of the full assembly per the bd quality control plan to mitigate the risk from a torn septum. Additionally, during use, excessive actuations, actuations at a wrong angle, or extraneous force on the septum may also result in tearing of the septum. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.